Event description:
During product evaluation, the baxter service technician found that the flogard infusion pump had battery damaged. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The device was visually inspected and functionally tested. The battery damaged was found during the 5-minutes battery test. The cause was not identified. The main battery was replaced. The pump passed all tests and was returned to the customer in working order.